Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity, mild calcification and 90% stenosis. A 2.75x18mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated, the stent was implanted and a distal edge dissection occurred. The sds was removed and replaced with a non-abbott stent that was used to successfully cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.